Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported during a device replacement procedure, this right ventricular lead was abandoned surgically (capped) due to high threshold measurements, 3.0 v at 1.0 ms. A new lead was successfully implanted; no adverse pt effects were reported. The lead was actively implanted for approx 17 years, 6 months.